Event description:
It was reported that (8) devices were used during a hiatus hernia repair. It was reported by the affiliate that the 511sd trocars gaskets are defective (torn). Another instrument was used to complete the case. There was no consequence to the pt.